Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar also activated when using monopolar. There was no patient involvement or injury reported.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by manufacturer. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation performed a functional and performance test and all is okay. This unit is working fine. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.